Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump had sound on the alarm no sounding off. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had unexplained no delivery alarms and had to completely redo settings. The insulin pump will not be returned for analysis.